Event description:
The hcp reported the pump was inadvertantly refilled with a drug concentration of 2000mcg instead of the intended 500mcg. "Despite reprogramming pump to reflect this, pt had increased weakness to lower extremities." The pump was changed back to 500mcg medication. No pt treatment was required. The pt is reported to have recovered without sequela.